Event description:
It was reported to philips that the system was unable to boot up. The device was outside of clinical use at the time of the event. No harm to the patient or user was reported. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. The remote service engineer (rse) instructed a complete power cycle at the main breaker, after which the system booted successfully. The customer verified that fluoro and acquisitions were operational but found the worklist disconnected, lacking network activity leds on the switch. A field service engineer (fse) inspected the router and connections during an onsite visit but couldn't replicate the issue. Subsequently, the system was restored to proper working order. After which, the system was returned to use in good working order. The codes have been updated based on the investigation's outcome.